Manufacturer narrative:
The investigation of the returned device revealed a failed shaft to pusher body joint bond, damaged vessel locator wings with the deployed clip captured proximal to the wings, what appeared to be suture material entwined within the damaged vessel locator and a damaged exchange tube. All observed device non-conformances, the failed joint bond, damaged wings and exchange tube contributed to the complaint. However, the root cause could not be determined for all observances except the failed joint bond, which is a malfunction of the device, and considered a manufacturing issue. The root cause for the captured clip was also not determined. The lot history record (lhr) was reviewed and there are no non-conforming material reports (nmrs) associated with this lot number.

Event description:
It was reported that during a diagnostic procedure via the rfa, a trained physician was performing an arteriotomy closure using a starclose device. The cfa diameter was reported as 5 mm. The trigger button was depressed and the device turned into a hard stuck, the physician pulled the device out and the clip was located at the distal end of the delivery tube. Hemostasis was achieved within 15 mins. With manual compression. Reportedly, the pt was doing fine. No additional information available.